Event description:
It was reported that a vns patient underwent vns system explant due to an infection. It was reported that the infection was caused by the patient falling, where the wound was reopened and got infected. The explanted devices have not been returned to the manufacturer to date. No further relevant information has been received to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event date. The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that the explant surgery took place on (B)(6) 2015.